Event description:
Caller reported a minimum fill notification and experienced difficulty loading a new pump. There was no adverse impact to the customer's blood glucose level. Caller was instructed to clean the pneumatic tap area and remove the pump from the case, but the issue was not resolved. Customer resumed insulin delivery using the original pump with a new infusion set and planned to try again tomorrow with additional insulin, noting that they would reach out for further assistance if necessary.